Manufacturer narrative:
After the subject device was reprocessed at the olympus (B)(4), the subject device was returned to olympus (B)(4) for evaluation. It was confirmed that some scratches were found on the light guide lens, and wear and tear on the bending rubber of the subject device. As a result of the culture test on the subject device that (B)(4) ordered an independent laboratory, no microorganism was detected. An olympus service representative observed the user facility¿s reprocessing procedure with no reprocessing deviations noted the exact cause could not be determined at present. If significant additional information is received later, a supplemental report will be submitted. This is report 5 of 5.

Event description:
Olympus medical systems corp. (Omsc) was informed that five patients were admitted with urosepsis after having undergone the procedure by the subject device. Pseudomonas was detected in two patients of the five. It is unknown whether the bacteria were detected in the remaining three patients of the five. As a result of the culture test on the subject device performed by the facility, pseudomonas was detected from the instrument channel of the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Olympus (B)(4) reported on december 5, 2016 that microorganisms were detected from a 3 way-tap and no microorganism was detected from the subject device. Olympus medical systems corp (omsc) will collect information of the 3-way tap.if significant additional information is received at a later time, a supplemental report will be followed.